Event description:
It was reported, "the tube is found to be broken during extubation. Patient in the ICU after intervention, the broken tube was taken out, and the economic pressure is on." No other information was provided. Additional information provided 04/11/2024: it was reported, "bloodstream infection is suspected, no confirmatory tests have been done, and other information is temporarily unavailable. The patient had a 44-centimeter catheter inserted, but it broke when he pulled out 5 centimeters. A 39-centimeter catheter was left in the body and was later removed through surgery."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "the patient had a 44-centimeter catheter inserted, but it broke when he pulled out 5 centimeters. A 39-centimeter catheter was left in the body and was later removed through surgery. Patient in the ICU, post intervention, the broken tube is taken out." Other complication: bloodstream infection additional information 4/11: it was reported bloodstream infection is suspected, no confirmatory tests have been done, and other information is temporarily unavailable.